Manufacturer narrative:
Product ID: 8840, serial# (B)(4), product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) indicated that the cause of the programming error was due to confusion. No further complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial# unknown, product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving baclofen (2000 mcg/ml at 200-375.4 mcg/day) via an implantable infusion pump. The indication for use was intractable spasticity. It was reported that the patient had a pump refill performed on (B)(6) 2018 and a programming error was made. The caller reported that the pump was filled with 20 ml but programmed with 40 ml. The caller stated that the patient was in the clinic and when the reservoir was aspirated no drug was drawn back. It was noted that the pump was not alarming and the pump logs were normal but that it went empty sometime at the end of (B)(6) 2019 and the patient was "having troubles". The pump was filled and no further complications have been reported as a result of this event.